Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. It was reported there was a perforation outside of the subcutaneous space where the tunneling tool was intended for use.

Event description:
Boston scientific received information that during the evening following an uncomplicated subcutaneous implantable cardioverter defibrillator system implant, the patient reported difficulty breathing. A chest x ray confirmed the electrode had perforated the pulmonary pleura. Reportedly during implant, tunneling was inadvertently under the chest cavity and emerged between two ribs, unnoticed by the physician during the procedure. The patient was immediately taken and the electrode successfully repositioned. No additional adverse patient effects were reported prior to, nor during the revision procedure. To date, the electrode remains implanted and in service.